Manufacturer narrative:
Reference record (B)(4). The external fixation plate, internal fixation plate, y-connector, click adaptor, and peg-j tube were received. The peg tube was received cut into two pieces near the internal fixation plate. The cut in the peg tube likely occurred when the tubing was removed from the patient. The peg tube was separated from the j-tube (prior to sample receipt) , and the bolus has been removed and not returned. A visual inspection was performed. No other damage or defects to the returned parts were observed except where the peg tube was cut into two separate pieces. The analyst was able to re-connect the cut pieces of peg tubing. Water was run through both pieces of the peg tubing and they were not occluded. The external fixation plate was tested on a portion of peg tube returned and the external fixation plate was observed to hold the peg tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Planned endoscopy to insert a j-tube was cancelled because of coronavirus. Stoma has healed well, both the old and the new.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2020 that patient had an endoscopy and hypergranulation at the stoma was found with an enlarged stoma canal and secretion and also a distinct ulcer in the duodenum that was caused by the j-tube. To let the stoma heal the patient will receive a new peg in a new stoma without jejunal extension so that the ulcer can heal. Therapy is running via peg. It was reported (B)(6) 2020 that the old stoma was still secreting purulent discharge. Patient was prescribed oral antibiotic bactrim.